Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. As received, the monitor displayed code 102 - charge profile fault. Upon evaluation, the r30 resistor on the monitor ca board had broken end-caps. The cause of the out of spec pulse is the defective resistor. The root cause of the defective resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) indicating that it failed a pulse test.